Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 600 mg/dl. Customer treated with manual injection. During troubleshooting, the customer was able to get insulin to exit the device by performing a complete set change. The insulin pump was not replaced or returned for analysis.